Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified.

Event description:
It was reported that during a cholecystectomy procedure, there was failure in the staple line after sectioning the duodenal stump using the 75mm linear stapler. There was no reported adverse event.

Manufacturer narrative:
(B)(4). Batch # r5av8l. Device analysis: the analysis results found that the tlc75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.